Event description:
Sahoo m, sahu m, kale s, saxena n. Serous fluid leakage following modified blalock-taussig operation using ptfe grafts. Indian heart j 2001; 53:328-331. The article states that a 3 year old, female patient underwent modified balalock-taussig shunt using gore-tex vascular graft for treatment of congenital heart defects. The patient presented with respiratory distress between 2 and 12 weeks of shunt surgery. Initial management was conservative (by pharmacological means and tube thoracostomy). Reoperation was undertaken when the conservative treatment failed. Re-exploration confirmed the diagnosis of a perigraft serous effusion. The shunt was found to be patent. The seroma was cleared and topical fibrin glue was used.

Manufacturer narrative:
Attached article: serous fluid leakage following modified blalock-taussig operation using ptfe grafts; indian heart j 2001; 53:328-331; manoranjan sahoo, manoj sahu, shailaja kale, nita saxena.